Manufacturer narrative:
UDI# (B)(4). Device evaluation: a sample has been returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that after successful IV placement, the nurse went to activate the safety button on the suspect device and thought the entire needle had retracted as it usually does. However, after placing the chamber down after use, she noted only half the needle retracted despite pressing down the white safety button.

Manufacturer narrative:
Device evaluation: result - a review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6139704. Bd received one used iag/bc 22ga in an opened package and one representative unused unit iag/bc 22ga in a sealed package from the lot number 6139704. A visual/microscopic examination was performed. On the used unit, it was observed that the needle was partially retracted into the safety barrel leaving the needle tip exposed. The spring was bound. On the unused unit, it was observed there was no mechanical/physical damage to any of the springs, needle hubs, grips, or evidence of adhesive on the buttons or hubs. A functional test (needle retraction) was performed. On the used unit, the needle was pushed and reposition to the out position. The white button was depressed, at which point the needle partially retracted into the safety barrel. On the unused unit, when the button was depressed the unit did retract into the safety barrel. Conclusion - the customer's reported defect was confirmed. The returned used unit provided for evaluation revealed a bound spring. When the used needle was push to the out position, the bound spring straightened out. The relationship of the device to the reported incident is indeterminate. There are manufacturing controls in place to prevent this occurrence.